Event description:
It was reported that during an unknown procedure, the staples would not hold. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.